Manufacturer narrative:
The instrument was returned for analysis. Functional testing determined that the instrument was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an optical tumor resection procedure. It was reported that the site was having issues with the reference frame not properly mounting with in the mount which was causing the frame to be very loose. A tech noticed the issue during procedure. They noted that the reference frame appeared to be loose in its mount. The surgeon stated that navigation appeared accurate and proceeded with the surgery using navigation. After the surgery the threads seemed to have back out of the mount such that it was slightly elevated and prevent the frame from fully seating. There was a less than 5 minute delay and no reported impact to patient outcome.